Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had cuff inflation/deflation issue. Patient had to be reintubated.